Event description:
It was reported that the lead had increasing, high impedance and high thresholds. It was also noted that the lead appeared to have "broke down" over the course of three months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.